Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) was concerned about the longevity of this pacemaker and requested for analysis. A data analysis indicated that the device showed high atrial sensing causing an increase in power consumption. To date, the device remains in service. No adverse patient effects were reported.